Event description:
Physician wondered why the patient's generator lasted only 3.5 years roughly and suspected premature battery depletion of the generator. Information was received that the device was at end of service (vbat eos condition). The patient underwent generator replacement but the explanted generator has not been received to date. Additional relevant information has not been received.

Event description:
The explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
Analysis was completed on the generator, which indicated an end-of-service condition. The postburn electrical test results show that the pulse generator module performs according to functional specifications. The reported allegation of premature end of life was not duplicated in the lab. The electrical performance of the generator, as measured in the lab, was used to conclude that no anomalies exist and the end-of-service condition is an expected event.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: 09/22/2017. Supplemental #2 MDR was inadvertently submitted without the date received by manufacturer, which was 09/22/2017.